Event description:
It was reported that via fluoroscopy, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted.

Event description:
New information received notes the lead was explanted during device changeout for normal eri. Patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 45.4-45.6cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 12.8-15.1cm from the distal tip. Internal insulation abrasion was noted at 15.7-16.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.5-8.0cm from the distal tip. The etfe coating was abraded at this location.